Event description:
This report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report # 3005099803-2023-05674 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to pancreas to treat a pancreatic necrosis during an endoscopic ultrasound (eus) procedure performed (B)(6) 2023. During the procedure, the stent first flange (the subject of MFR. Report # 3005099803-2023-05674 was deployed; however, the stent second flange could not be deployed. The stent was removed partially deployed on the delivery system. A second axios stent (subject of this report) was used; however, the same device problem occurred. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.